Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals on an atrial tachy response (atr) episode. The atrial noise was oversensed. It was noted that the atrial impedance was variable for the past year but remained within range. Technical services (ts) advised potential resolution. The lead remains in use. No adverse patient effects were reported.